Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via social media that insulin pump was exposed to water for three seconds and malfunctioned. Writer was upset due to damage as insulin pump is marketed as being waterproof. Writer reported that customer was near diabetic ketoacidosis, which was taken cared of. A response was sent to writer to call helpline with any concerns. Customer's blood glucose was unknown.